Event description:
It was reported that during a da vinci si lobectomy procedure the thoracic grasper instrument was noted to have damage to the insulation when the instrument was removed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(4) 2013, the site was contacted to request additional information regarding the reported complaint. It was indicated that the instrument was used with a 5mm cannula during a lobectomy. The cannula was properly inspected with an obturator prior to use and there were no instrument collisions during the surgery. The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged at the distal end. The insulation was gouged at two different locations and had small pieces of insulation lifted up roughly .440 and 1.35 above the snake wrist. The metal shaft was exposed as a result. The material missing, a piece of damaged insulation does not overlap the exposed area on the main tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.